Event description:
A zoll distributor returned monitor sn (B)(4) to report that the monitor response buttons were not working.

Manufacturer narrative:
Device evaluation summary: device evaluation of monitor sn (B)(4) has been completed. The reported problem (response buttons not working) has been confirmed. Upon investigation, the rear response button was non-functional. The cause for the failure was isolated to worn traces on the rear response button cable. The root cause for the damaged traces could not be positively identified. No adverse event resulted from the defective monitor.